Manufacturer narrative:
The device was returned and customer allegation was confirmed. The auxiliary channel function was failed. After partial disassembling, the jet channel blockage was removed. The foreign material is of rubber type material and light pink in colour. There was incorrect jet tube assembly on control unit side. Jet tube was assembled in straight condition instead of making loop. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited auxiliary water supply issues. The flow of water during flushing was very poor. The issue was found during preparation for use for a diagnostic procedure. The device was returned and an evaluation at the repair center revealed, the auxiliary channel was partially blocked due to some foreign substance inside jet channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.